Manufacturer narrative:
Investigation: one used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set and the platelet bag was removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Initial visual inspection revealed possible clumping in the inlet line trap filter. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. The run data file (rdf) was analyzed for this event: the analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.12 ml. Based on a patient bodyweight of 200 lbs (91 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.0013 ml/kg in this situation. Root cause: based on the available information, it is possible that the presence of air was the result of one or more of the following: - air remaining in the sets following prime or incomplete prime - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.

Event description:
The customer reported that during an apheresis platelet procedure on a trima device, air was observed after the first alert of the first return. 7 mm of air in the draw line and 1.1 mm of air in the needle line was observed. The operator immediately clamped the line, and no air was transferred to the donor. Per the customer, the donor had no symptoms and was taken off the device. The customer reported all luer connections were tight, acda was not cross threaded or leaking, and there was not clotting in the channel or return reservoir. The blood diversion pouch was not inflated with air. The operator reported the donor was not connected prior to ac prime and no air was bring drawn in through the ac line or filter. No medical intervention was reported. Full donor unit ID# (B)(6) the customer declined to provide patient age.

Event description:
The customer reported that during an apheresis platelet procedure on a trima device, air was observed after the first alert of the first return. 7 mm of air in the draw line and 1.1 mm of air in the needle line was observed. The operator immediately clamped the line, and no air was transferred to the donor. Per the customer, the donor had no symptoms and was taken off the device. It was reported that all leur connections were tight and there was no clotting in the channel or in the return reservoir. No medical intervention was reported. Full donor unit ID#: (B)(4). The customer declined to provide patient age.

Manufacturer narrative:
Investigation: one used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set and the platelet bag was removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Initial visual inspection revealed possible clumping in the inlet line trap filter. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. The run data file (rdf) was analyzed for this event: the analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The customer history report indicates there was one report of similar issues. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.12 ml. Based on a patient bodyweight of 200 lbs (91 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.0013 ml/kg in this situation. Investigation is in process and a follow-up report will be provided.